Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the patient had arrived from the operating room (or) post-op. The intra-aortic balloon (iab) had just been inserted and was generating an unable to calibrate optical sensor message. There was also no arterial line waveform displayed on the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer tried switching to the central lumen to transduce to the iabp, but this also displayed no waveform. At the time of the call, the central lumen as being transduced to the bedside monitor with a good waveform. The getinge representative then advised them that they may have the wrong or a damaged cable to the console. They found another cable and replaced the short bp cable to the iabp. They determined that the red-tipped bp cable originally connected was not working and will speak to their biomed department about replacement or repair. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).